Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced an infection was the associated with the implant of their electrical neurostimulation device. It was further reported the patient also experienced spinal meningitis that was associated with the event. The patient was hospitalized and in very serious condition ¿for a while¿ as a result of the event. The patient ultimately had their device removed. No further complications were reported or anticipated.